Event description:
Olympus medical systems corp (omsc) was informed that the probe of the subject device (the first device) broke off when the physician wiped it outside the pt's body, during the operation on the womb. Although the physician replaced it with another t3905 (the second device) and continued the procedure, the probe of the second device broke as well, and the fragment fell off into abdominal cavity of the pt. The fragment was retrieved. The physician replaced the second device with the third one. The procedure was completed. There was no report of pt's injury regarding this event. This MDR is regarding one of the two broken devices, but it cannot be specified which one is the subject device.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that a crack spread form the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of the two reports. Cross reference MFR report number 8010047-2013-00221.